Event description:
It was reported that catheter entrapment occurred.   The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous left tibioperoneal trunk. After a non-bsc guide wire was advanced a 3.5mm x 100mm x 150cm coyote¿ balloon catheter was selected to dilate the target lesion. During the procedure the device had difficulty passing through the wire. When the device was in position at the lesion it could not get to come out of the body. The physician then cut the hub of the device and clip it and were able to remove the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that the 3.5mm x 100mm x 150cm coyote¿ balloon catheter was selected to dilate the target lesion located in the left leg below the knee. The physician decided to exchange wires to advance the coyote balloon catheter further. The new .014 wire would not insert and pass beyond the hub of the balloon. In order to save placement and get the wire down into the far side of the lesion the physician had to cut the hub off. The new wire was then successful at placing the new wire distal to the lesion and retrieving the balloon shaft out of the body.

Manufacturer narrative:
Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).